Event description:
It was reported that a patient left a cannula in longer than usual and experienced cellulitis at the infusion site. The patient did not receive medical or surgical intervention. The outcome of the event was reported as ongoing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Adverse event. Other serious or important medical events. Operator of device and initial reporter also sent report to FDA are unknown. No information has been provided to date.

Manufacturer narrative:
Please disregard the initial report submitted with the MFR: 3012307300-2022-12210. The report was submitted in error.